Event description:
It was reported that a patient underwent a laparoscopic supracervical hysterectomy on (B)(6) 2012. During the procedure, the device was making a vibrating noise and a loud grinding noise. Another like device was used to complete the procedure with no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. Upon evaluation, the coupler was found to be bent and loose on the motor shaft. In addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria.